Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening, crease fold, and wear abrasion. A leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified a smooth crease opening on the posterior side. The fill test inspection was performed and the result is no blockage. Based on the device analysis the final assessment is smooth crease opening on the posterior side due to a fold flaw opening.